Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
The driver fractured during use and a fractured piece fell in to the patient and had to be removed. Another driver was used to complete the procedure without delay.

Manufacturer narrative:
Visual inspection of the screwdriver confirmed the complaint, as the tip of the driver had fractured. The investigational dimensional layout determined that all relevant features that were able to be measured were conforming. It is likely that the surgeon applied a torque higher than that which the driver was designed to withstand.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.